Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The black box and pump histories for the event on (B)(6) 2013 have been overwritten due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.

Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013 to report that the patient was hospitalized at that time for cystic fibrosis and elevated blood glucose (bg) of >600 mg/dl on admission. The reporter did not know the patient's bg measurement at the time of the call. The reporter stated that she was with a physician at the time of the call and was not able to remain on the call and requested a return call for follow up. Animas customer technical support (acts) was able to reach the reporter in follow up; however, the reporter stated that she was on her way out at that time and was unable to talk and requested another follow up phone call by acts in two hours. Acts attempted to contact the reporter in follow up again, but was unable to evoke a response. Troubleshooting was not able to be performed on the pump; the reporter made no allegation regarding a pump malfunction. This complaint is being reported because the patient experienced hospitalization with elevated bg while on insulin pump therapy.